Event description:
It was reported that the patient saw the implanting physician for only the first "probably three or four months after surgery" because the patient had a significant infection in the pocket area to the point where she had to go see an infectious disease specialist. It was reported that the wound would not close and that it was "very deep and very wide". It was a (B)(6) infection. It was reported that the patient suffered with her wound being open for six months before they had it ultimately treated for 10 weeks with the antibiotic. It was reported that they were talking about explantation. It was reported that the patient had a really bad experience. It was reported that the patient went to the hospital every single week for treatment for an infection that the patient thought could have been so easily treated. The wound closed within six weeks when antibiotics were given after the wound had been open for six months. Further information, indicated that an magnetic resonance imaging (MRI) scan was done at a later date on the lumbar spine and the pump itself as they were "looking for an abscess". In addition, it was reported that the patient had infection for 10 months in this area at that time.

Event description:
Additional information reported that the patient was okay.

Event description:
It was reported that the patient had an infection in the pocket site right after implant surgery that lasted for 6 months. Reporter stated that the wound was open, deep and wide, and was a "strep 2 resistant infection". The healthcare provider (hcp) gave the patient antibiotics for 4 weeks, when the patient felt "it should've been 10 weeks". It was also noted that the patient worked with a wound specialist at the hospital as well. The wound did heal after 6 months and the patient was put on same antibiotic as after the surgery. The medication in the pump at the time of the report was morphine and bupivicaine, it was unclear if both medications were in the pump at the time of the infection, or were added at a later time.

Event description:
Additional information received reported the patient was to have a magnetic resonance imaging (MRI) to rule out an abscess. The patient has had several infections and "they think the pump is the source". It was also reported "wondering if the pump needs to come out". The drug being used in the pump was morphine (unknown). Additional information received reported the MRI and culture were both negative for infection. There was no abscess or serous fluid. The patient was discharged and to follow-up in the clinic, however it was not clear to the nurse if the patient did. It was reported the patient did not have a physician for the pump at the date of report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that there was an infection of the pump pocket. The drug being used in the pump was reported as unknown, but pump telemetry strips indicated that morphine and bupivacaine were in the pump. The patient¿s condition was reported as unknown. However, it was also reported that the patient¿s outcome was resolved without sequelae with a resolved date of (B)(6) 2012. It was reported that the pump was explanted. It was indicated that the infection was self-reported, and the patient went to another provider at another hospital.